Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of disassociation of the humeral liner, which allowed for the glenosphere to articulate directly with the reverse adapter tray for quite some time, eventually wearing a hole completely through the middle of the tray and into the humeral stem. The cause of the humeral liner disassociation cannot be determined at this time because the devices were not returned for evaluation. Additional information was requested numerous times but was not provided.

Manufacturer narrative:
Device evaluated by MFR: pending evaluation.

Event description:
As reported, this (B)(6) y/o male patient experience a ¿catastrophic tray failure¿ of the right shoulder. Devices will not return, patient requested to keep them. Patient was revised and appears to be doing well.